Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient reported that they finished the last set of top aligners and they still have a couple of gaps. Their bottom retainer is causing damage to their gums, they do not fit properly. Their dentist at their checkup said that their gums look unhealthy. The dentist inspected the retainer and suggested that they get a new molding done for the retainer, this is causing damage to the gums. Patient reported that they tried the warm water trick which did not help.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.